Event description:
Follow-up information received from the healthcare provider (hcp) reported both that the patient had recovered without permanent imp airment and that the patient had not recovered as the symptoms and issues were ongoing, so it was unclear which was true. The patient was still having some discomfort in her legs after explant, but the hcp felt it was most likely unrelated.

Event description:
It was reported that the patient never had therapeutic effect. The action required as a result of the event was explant. Diagnostic testing or troubleshooting was not required. The issue was not resolved and the cause of the issue was not determined. The patient called the manufacturer representative to tell them the device was not helping and they wanted it removed. The patient was not willing to meet office staff for programming and they tried to explain programming options on their patient programmer but the patient did not want to even attempt to try another setting. The patient had made up their mind that they didn¿t want any help and just wanted it removed. The manufacturer representative told the patient that they would have to discuss with their hcp. The patient status was alive with no injury and the symptom or complication associated with the event was less than 50 percent therapy relief. The implantable neurostimulator (ins) was implanted and remained in service. It was further reported that the patient was explanted on (B)(6) 2014. The patient told their hcp that their legs and feet had been swollen since the implant and they wanted it removed because they were not able to swim or exercise due to the swelling. The patient turned off the device weeks ago and was not experiencing relief so they believed the implant was causing the swelling. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0l8ck, implanted: (B)(6) 2014, product type: lead. (B)(4).